Event description:
It was reported that the patient presented via remote transmission. Upon review, the pacemaker was in backup vvi mode. Device restoration was performed. The patient was in stable condition.